Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, a right knee revision surgery was scheduled to be performed due to dislocation. The revision surgery has not been confirmed, and the requested x-rays and surgical reports have not been provided. Without adequate documentation and/or the explanted device, the root cause of the reported events cannot be fully evaluated. Therefore, the patient impact beyond the reported dislocations and possible revision cannot be determined. No further medical assessment is warranted at this time. Should clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that a patient, who had undergone knee surgery for a prosthesis on the right knee in (B)(6) 2008, started experiencing iterative dislocations three months ago while hyper-flexing such knee. A revision surgery will be performed to correct the issue. The patient's health status is unknown at this point.